Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.

Event description:
Patient reported right side "capsular contracture baker grade unknown" and exchange from textured to smooth due to concern with the product. Physician reported an "exchange from textured to smooth due to concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: white particles observed, in the surface of the shell. Observed, deformation on the device. Observed, creases on the device. Observed, wear abrasion on the device.

Event description:
Patient reported, right side "capsular contracture, baker grade unknown". And exchange from textured to smooth, due to concern with the product. Physician reported, an "exchange from textured to smooth, due to concern with the product". Device has been explanted.

Event description:
Device has been explanted.